Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot of specific issue. Based on the information provided, a definitive cause for the reported failure to achieve hemostasis could not be determined. Factors that contribute to failure to achieve hemostasis, include, but not limited to, user technique (poor or partial tissue capture, air knot). The treatment appear to be related to circumstances of the procedure. The patient effect of hemorrhage is listed in the electronic proglide instructions for use (IFU), as a potential adverse event associated with the use of the device. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using the pre-close technique via a 6f sheath hole prior to a thoracic endovascular aneurysm repair (tevar) interventional procedure. The sutures of two proglide devices were successfully placed. The sheath was upsized to an 18f sheath and the tevar procedure was completed. Reportedly post procedure, both sutures were successfully tightened, but hemostasis was not achieved and there was significant oozing [bleeding]. A nick and spread was performed and surgical suturing was used to achieve hemostasis. There was no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.